Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was kept failed and screen didn't recover. A field service engineer (fse) cleaned the reflective tape on the drawer and latch. The storage space was accessed multiple times afterward without any failures. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 failed repeatedly but did not show up on screen to be recovered. User stated that all medications in that drawer were grayed out with a red triangle indicator and when tried to open the back by force, the drawer opened, then it registered as failed and could be recovered. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.